Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the drill bit was not able to drill through while in use during a procedure on an unknown date. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. An additional evaluation was conducted by synthes (B)(4) and the report indicates: the dimensions of the drill bit were checked and found to be in compliance with the technical drawings and ao/asif specifications. Further, the examination of the raw-material testing certificates and manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of stainless steel 1.4112. The microscopic view of the cutting edges shows that they were damaged during drilling. The cutting edges were damaged during drilling. The complaint condition is likely the result of the cutting edges were damaged during misaligned insertion into the drilling sleeve. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.